Event description:
During a remote follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead on a pacemaker-dependent patient. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.